Manufacturer narrative:
The reported adverse event/incident was investigated in accordance with endologix operating procedures and work instructions. Whenever possible, endologix makes at least three good-faith efforts to retrieve the device associated with the reported adverse event/incident, as well as relevant medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination necessary for device identification confirmed that the device was properly manufactured and released in accordance with the device master record. This review confirms that there were no manufacturing or processing non-conformities identified that would have contributed to the reported adverse event/incident. An evaluation of the returned device was also completed. Endologix received one (1) vela proximal endograft system, with the stent included. The device was shipped in a box and double-bagged. Upon receipt, blood and tissue residue were present. The device was decontaminated, and a visual inspection was performed. The vela proximal endograft system exhibited minimal kinking throughout. The stent graft was successfully deployed; however, kinks and in-folding observed on the sheath suggest that there may have been resistance during the advancement or removal of the system. Endologix was unable to replicate the reported issue. The root cause of the damage remains undetermined. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix indicates that the afx device is difficult to separate (demate), unable to advance, and unable to deploy; however, these complaints are unconfirmed. The death complaint is confirmed and is moderately consistent with the reported adverse event/incident. The complaint is likely user-related. The procedure was complex, involving the placement of eleven stents beginning in the thoracic aorta and ending in the iliac arteries; all but two of the grafts were non-endologix. Retroperitoneal hematomas were noted postoperatively during the diagnostic laparotomy performed on (B)(6) 2024, in the area of the supraceliac aorta and right perinephric area, where non-endologix stents were placed. The treatment of a concomitant thoracoabdominal aneurysm carries cautionary product usage. Procedure-related harms include renal insufficiency (requiring dialysis), retroperitoneal hematomas, abnormal blood loss (hematomas, hemorrhagic ascites, disseminated intravascular coagulation [dic]), hemodynamic instability, additional surgical procedures, and death. The patient's death was determined to be procedure-related. The final patient status was reported as deceased on (B)(6) 2024. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to b.1.adv evnt/prod prob <(>&<)> b5. Desc evt problem. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was in intensive care unit (ICU) and a heparin infusion was started. The patient subsequently expired due to multiple organ failure.

Event description:
It was reported the ventricular assist device (vad) exhibited above normal power consumption, high watts and low flow alarms. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.